Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had one year remaining when checked last year but now showing two and a half years. Boston scientific technical services (ts) stated that the device's magnet rate was at 90 ppm which indicated one year or less remaining longevity. Attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the calculated current for current bin placement was not near the bin edge. Furthermore, no sensors were on. In addition, the device memory showed that the pacemaker was in atrial tachycardia response (atr) mode switches most of the time, causing invalid battery charge time measurements in the device. Moreover, invalid charge time measurements caused the programmer to command a battery charge time measurement at initial interrogation in which the programmer read the result at beginning of life.